Event description:
It was reported that patient was experiencing dizziness. The right ventricular lead had a high threshold/exit block and was not pacing. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. A voluntary medwatch form 3500 was received; since is not contained on that form, select fields in have been populated by the manufacturer.